Event description:
The synsiro drug-eluting stent system was selected for treatment in the rcx. The lesion could not be crossed with the device.

Manufacturer narrative:
Another manufacturers device was returned inside the sterile pouch of the complaint instrument. The complaint instrument itself was not returned to biotronik. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.